Event description:
Olympus was informed that during maintenance of the electrosurgical generator 'esg-400', the technician found the electrosurgical generator to display error message e433. Since this error message occurred outside of a procedure, there was no patient involvement.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in (B)(4) (returned to rrc on 2022-07-06). The evaluation revealed the occurrence of error e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective high voltage power supply (hvps) board. Thus, this event/incident was attributed to component failure. Furthermore, chips around the sides of the front panel were detected during the evaluation which result from the use of cleaning and/or disinfection agents. However, they do not have any impact on the occurrence of error message e433. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.